Event description:
A customer reported a sn bottle broke and leaked into the instrument. When removing the bottle from the instrument, a spill occurred and inoculated blood came in contact with the customer's hands and lab coat. The customer indicated they followed protocol inspecting the bottle for anything unusually prior to loading, but were unsure if there were any cracks in the bottle at the time of loading. This customer is unsure how the bottle was transferred to the lab; however, this customer had a pneumatic tube system to deliver bottles from floor to floor and that most bottles are sent via this system. The spill occurred when unloading the bottle. The customer did not follow general laboratory procedure to wear gloves prior to handling the inoculated bottle. Per package insert instructions "use disposable gloves and handle inoculated bottles cautiously as though capable of transmitting infectious agents." The customer acknowledges that lab tech was aware the bottle was inoculated and broken and chose not to wear gloves. The customer followed laboratory and biomerieux recommended spill procedure covering the spill with paper towels and cleaning the spill with 10% bleach solution. No other bottle breaks from this sn bottle lot have been reported at this time. Four sets of blood cultures were tested and results were negative for hepatitis and hiv. The customer does not know what disease was being tested for the inoculated sn bottle. An investigation has been opened to examine the bottle break. A request to return the product has been made and a biohazard-shipping container has been sent to the customer. There have been no other bottle break reports for this lot. As there are no similar complaints with this lot, there is no indication that this issue will reoccur. This event is reportable to the FDA as an adverse event because the customer had to seek medical treatment to determine exposure to the inoculated bottle media. No report of medical injury has been recorded at this time.

Manufacturer narrative:
At the time of the original complaint, the bottle was believed to be disposed. Upon further follow-up with the microbiology lab mgr, it was determined the bottle was still available. The bottle was requested to be returned to biomerieux and a biohazard shipping container was sent to the hospital for easy packaging. As of (B)(6), 2011, the bottle has not yet arrived to biomerieux. Upon receipt, the device investigation will be performed and a supplemental report will be filed. An investigation has been performed on retained bottles from the affected lot: mfg and packaging review: bac/alert sn lot 1027916, pn 259790 was mfg on (B)(6) 2011. A review of the mfg and packaging records showed that this lot was mfg according to procedure. According to the packaging defect lot (mg-pk. 0434), all attributes met specs. One ncmr's was issued for this lot but would not have impacted this event. Quality control record review: bact/alert sn lot 1027916 met all qc release c spec requirements. Quality control aql inspection passes all spec requirements. No oos incidents were issued for this lot. Retain and return sample inspection: the broken bottle from lot 1027916 was returned from the customer to biomerieux qa for eval. Three hundred retention samples were inspected for bottles with cracks. No bottles were found to have cracks. To mitigate against leaks, the sn bottle package insert states: "visually inspect bottles before testing. Do not use bottles with evidence of damage, leakage, or deterioration." In addition, the bact/alert 3d user manual states "if an inoculated bottle is found to be leaking or is accidentally broken during collection or transport, use the established procedures in your facility for dealing with biohazardous material." The bact/alert 3d system is designed to limit the effects of leaks as the user manual states: "each bottle cell within the bact/alert 3d incubation module is sealed to help contain and minimize effects of liquid spillage." The user manual also indicated that, "a drip tray is incorporated at the bottom of each drawer beneath the opening end of the racks to minimize the effect of any spillage of liquid." The customer confirms that the broken bottle leaked into only cell 4d17 and onto the bottom panel (drip tray). This customer states that 80 percent of the blood culture bottles are sent through a pneumatic tube system and the others are hand delivered; however, the customer is unsure how the bottle was delivered to the lab. A drop test study was performed in (B)(6) 2010 the studies concluded: product made 1 yr ago has the same probability of breaking as the complain lots of bottles. Current bottles are no different in their resistance to breakage than older bottles. Breaks/cracks occurred at a higher rate in the high vacuum bottle (sn) and a lesser rate in the low vacuum bottle (fa). The 78 cc plastic bottles are not break proof, but were designed to be break resistant.